Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that ???/hour glass/no readings/sensor error occurred. The sensor was inserted into the arm, which is off label usage of the device. The patient stated that on (B)(6) 2022, a ¿sensor error, no readings, wait up to 30 minutes¿ message occurred an unspecified amount of time after the sensor had been inserted. The patient was not feeling well, was shaking, sweating and suspected her blood glucose (bg) was elevated; however, she did not have a glucometer to perform a bg and her cgm was not providing a value. The patient went to the emergency department where she was admitted to the hospital with a bg over 1,000 mg/dl. She was treated with IV fluid (saline), fast-acting insulin, and released after 2 days. No product or data was provided for investigation. The allegation and probable cause could not be determined. No additional patient or event information is available.